Event description:
High atrial lead impedance was noted. Analysis is required.

Manufacturer narrative:
(B)(4).

Event description:
High atrial lead impedance was noted. Analysis is required.

Event description:
High atrial lead impedance was noted. Analysis is required.